Event description:
Customer reported receiving a predictive low alert on the insulin pump. Customer reported that the sensor was inaccurate and that the blood glucose reading was not low. The blood glucose reading was 94 mg/dl while the sensor glucose reading was 64 mg/dl. Customer also reported that the paramedics were called to her house a couple of nights prior, due to low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.